Event description:
It has been reported to philips that azurion system was not turning on. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not turning on. The fse identified that the cause of the issue was due to the connection loss. The fse reset the connection of suite pc to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.